Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) investigated the duplicate address detected issue and emailed the customer with detailed troubleshooting steps (the steps included performing a cold boot of the device, shutting down the device, booting it back up, and recovering the cubie). The tss waited for the customer's response for further assistance. After three follow-ups, no response was received from the customer and the tss proceeded to close the ticket.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es duplicate address was detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.